Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was high impedance in the right hemisphere and electrode pairs with electrode 6 showed impedance values greater than 4000. It was noted that stimulation was in the wrong location. It was reported that the patient also had spasms and muscle contractions in the left pectoralis when the left arm was placed in certain raised positions, which was confirmed by a physical examination by the patient's neurosurgeon. The reporter stated that there was no burning, shocking, or tingling. It was reported that the patient had reduced therapy, but not less than 50 percent. Diagnostic testing and troubleshooting was performed, and surgical exploration revealed possible fluid in the implantable neurostimulator (ins) pocket. Impedance tests "from the pocket adaptor and higher" revealed normal values. This may have referred to impedance tests of the combination of the pocket adaptor, extensions, and leads. The ins was explanted and replaced, and subsequent impedance tests showed normal values. It was reported that the patient suffered no injury or adverse event. It was noted that the patient recovered without sequelae.

Manufacturer narrative:
Product ID, neu_ins_plug_acc lot#, product type accessory product ID, 7482a40 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 7482a40 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 64002 lot# n315997,# implanted: 2012 (B)(6), product type adapter product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3389s-40 lot# v040097, implanted: 2007 (B)(6), product type lead product ID, 3389s-40 lot# v021177, implanted: 2007 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID, neu_ins_plug_acc lot#, explanted: 2013 (B)(6), product type accessory. Analysis of the implantable neurostimulator resulted in no anomalies found. The output was good on all electrodes with a known good extension and leads. All impedances were within normal limits analysis of the plug resulted in no anomalies found

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.